Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead was repositioned many times and the helix extended and retracted many times - the tip of the electrode eventually became deformed. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.